Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The device returned for repair when the service technician identified that no audio voice prompts were being generated from the speaker. The cause of the loss in audio is due to failure of the speaker. Replacement of the speaker resolved the issue. Upon completion of repairs, the device passed release testing and was returned to the customer.

Event description:
The device returned for repair when the service technician identified that no audio was being generated from the speaker. No pt involvement.